Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed and replaced due recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted. Should additional information be received, or product analysis completed, a supplemental report will be filed.